Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on february 24th during a novasure procedure a uterine perforation occurred. It was confirmed via hysteroscopy and the perforation was cauterized and the patient received antibiotics. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Visual inspection was performed and blood was present on the array, functional testing was performed, the unit passed electrode array position test, the unit passed cavity initial assessment test . The ablation process showed a system fault error message and could not be completed. With the current evidence available a conclusion about the cause of the uterine perforation cannot be stated. H6 investigation findings : appropriate term/code not available : code suggested should be insufficient information available.